Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and comma on (B)(6) 2019 with blood glucose of 1000 mg/dl. Customer reported that the drive support cap was flush. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the up arrow button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Drive support disk was inspected and no anomaly was noted. Device had cracked battery tube threads, cracked belt clip slot, cracked case at reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip.